Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12905. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion contained more than a 45 degrees and less than 90 degrees bend, was located in the mildly calcified left circumflex artery. A 330cm rotawire¿ and 1.25mm rotalink¿ plus were selected for use. During the procedure, the burr was loaded on the wire and testing was done at 180,000rpm. However, it was noted that the rotawire broke into two pieces. The procedure was completed with another rotawire at the same speed rate without any issues. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has the distal tip stretched and the body kinked located approximately at 69.5 cm. Dimensional inspection revealed that the overall length, outer diameter of the distal tip, the middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12905. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion contained more than a 45 degrees and less than 90 degrees bend, was located in the mildly calcified left circumflex artery. A 330cm rotawire¿ and 1.25mm rotalink¿ plus were selected for use. During the procedure, the burr was loaded on the wire and testing was done at 180,000rpm. However, it was noted that the rotawire broke into two pieces. The procedure was completed with another rotawire at the same speed rate without any issues. No patient complications were reported and patient's status was stable.